Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is giving an error 10.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
E3 is unknown (initially it is submitted as "other healthcare professional"). Additional information: e1 (event site telephone: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse calibrated the barometer, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.